Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/23/2021. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device lot number qemczq and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: visual analysis of the returned sample determined that one opened sample of product code w9873 was received for evaluation, the swage and attachment area was noted to be as expected, the suture piece was observed with marks on the surface and a lineal cut that appears to be by use of the surgical instrument. The functional test could not be performed due to the condition of the sample received. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.